Event description:
Reporter indicated a vns pt had an increase in seizures above pre-vns baseline levels. The reporter has stated the pt's seizures have become worse since hormonal therapy was initiated. The pt does feels regular vns stimulation. The relationship between the increased seizures and the vns is unk per the reporter. Further attempts for info are in progress.